Event description:
As a result of using many latex gloves from various mfrs, source has developed a latex allergy. For fourteen yrs, pt has experienced hand problems, swelling, eye and nose irritation, and respiratory symptoms. Currently source is using the nitrile glove with minimal discomfort.